Event description:
Rn was at the bedside doing morning assessment when ventilator alarm went off. Rn checked to make sure everything was hooked up as it should be and it was. Rn immediately began bagging patient and called for respiratory therapist. The patient had been in surgery in the middle of the night and was sedated to the point of being unresponsive to voice. Respiratory therapists was unable to get ventilator to reset and stop alarm. The ventilator alarm stated" safety valve open replace ventilator" ventilator was placed on patient at 0100 hours and malfunctioned at 0730 the same day. Ventilator settings were assist control/respiratory rate 12/ tidal volume 650/oxygen 50%/peep 5 (ac/12/650/.50/5). OEM came to the facility four days after the event happened and found a board, cpu will not communicate with the graphic user interface (gui). Replaced board, cpu. Downloaded revision u level software. Released equipment for pt use after all calibrations and performance checks completed.